Event description:
It was reported that this was a bkp (l2) for lumbar compression fracture on (B)(6) 2024. In the surgery, it was observed that cement was leaking out of the vertebral body after cement was injected. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This is report 1 of 1 vertecem v+ cement kit for complaint (B)(4).

Manufacturer narrative:
Product complaint #:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j sales representative.